Manufacturer narrative:
Corrected data: upon further review it was noticed the affected eye (left eye) was inadvertently not included in the initial medwatch report. The following section have been updated accordingly. Section b5: the affected eye was the patient's left eye. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: october 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was partially cut and coated in viscoelastic residue; one haptic was observed to be bent, with a portion broken off. The lens was cleaned, and lens damage was observed. No further evaluation was performed. The complaint issue "haptic detached" was not identified during product evaluation. The observed "haptic damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: ethnicity: unknown, information was requested but not provided section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section d10: concomitant medical products: emerald cartridge (lot# cr20352) & provisc. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a surgical procedure, the upper haptic of a non-preloaded monofocal intraocular lens (iol) broke off during insertion. The surgeon observed that the leading haptic was broken during the injection of the lens and attributed the issue to the haptic getting caught in the cartridge. A new lens with same model and diopter was opened and implanted without incident. There was no patient injury reported. It was noted that a 0.2 ml viscoelastic device was used at room temperature. No further information provided.